Manufacturer narrative:
Complaint conclusion: as reported, pieces of the hub of a 5f vertebral (ver) 135° 100cm tempo diagnostic catheter broke off after flushing the catheter and/or connecting it to the injector. There was no reported patient injury. Some of the fragments were small enough that there was a potential risk of accidental injection into the patient. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile cath tempo 5f ver 135° 100 cm device was returned for investigation. Visual inspection of the device revealed splintered portions on the proximal end of the luer hub. Functional testing was performed using a laboratory syringe, and the flushing evaluation showed no leakage or resistance, with water flowing normally through the device. Scanning electron microscopy of the splintered regions displayed striation patterns consistent with exposure to high tensile forces. All other aspects of the product were within specification, and no additional defects were identified. The malfunction ¿luer hub ¿ splintered ¿ fragments can be injected¿ was observed during the evaluation. The exact cause of the reported event cannot be determined through this investigation. The current device labeling does not include specific warnings regarding user¿s experience. The event is consistent with localized mechanical stress, potentially due to over-tightening or external compression. Prevention of such occurrences is addressed through operator training and adherence to standard interventional practice. The labeling includes a precaution stating that the device is intended for use only by physicians trained and experienced in diagnostic and interventional catheterization techniques. Given the low occurrence rate and reliance on professional handling, the current labeling and training requirements are considered adequate. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, pieces of the hub of a 5f vertebral (ver) 135° 100cm tempo diagnostic catheter broke off after flushing the catheter and/or connecting it to the injector. There was no reported patient injury. Some of the fragments were small enough that there was a potential risk of accidental injection into the patient. The device will be returned for evaluation.